Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem as previously reported due to the report that the 'staple line was incomplete as a result of a tissue pushout event'. Corrected information can be found the following fields: b1 updated from "product problem" to "adverse event and product problem". B2 updated based on outcome of the event. Annex a updated to include a150207 and a150208 due to the report of ¿tissue within a stapler was pushed.¿ annex f updated to f23 based on the reported exclusion of the tissue that was pushed. Annex e updated to e2015.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. The sureform stapler and reload used during this event were reportedly discarded; therefore, no product is expected to be returned. A follow-up MDR will be submitted if additional information is obtained. The surgeon confirmed that the event date of this procedure was (B)(6) 2021. However, logs show that this surgeon did not perform a da vinci procedure on this date. Therefore, at this time, the exact stapler instrument and reload cannot be confirmed. The system/instrument log review and a stapler log review could not be performed due to insufficient information provided (i.e. Event date). This event is being reported due to the following conclusion: it was reported that the sureform 60 black reload pushed tissue instead of cutting it. Although there was no report of patient injury, if the issue were to recur it could cause or contribute to an adverse event.

Event description:
It was initially reported that during a da vinci-assisted procedure that the tissue within a stapler was pushed. The surgeon reported that the patient did well and was discharged the day after the procedure. On 29-oct-2021, intuitive surgical inc. (Isi) contacted the surgeon of this procedure and additional information was obtained about the complaint: the event occurred during a bariatric revision procedure while stapling the gastric pouch. This was the second stapler fire of the procedure and a seamguard was not in use. The surgeon reported there was no blood loss and no adverse event due to this event. The surgeon reported rectifying this stapler event by excluding the tissue that was pushed. The surgeon reported that no small tissue portion was excised. The patient reportedly had a good outcome post-procedure and was well. This stapler instrument was discarded and therefore cannot be returned. On 02-nov-2021, isi contacted the surgeon of this procedure and additional information was obtained about the complaint: the surgeon thinks he was using a black reload during this event and said the reload was discarded. The surgeon reported stapling medially to where the tissue push occurred remove the staple line that was pushed in the stapler. The surgeon said no other tissue was removed due to this event.